Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their implantable pulse generator was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient feels chest tightness and tachycardia, and has had to take medication to reduce the heart rate since the implantable pulse generator (ipg) was implanted about four years earlier. It was also reported that the ipg battery had depleted prematurely. The ipg was reprogrammed and remains in use and is scheduled to be replaced. It was also reported that a chest x-ray suggested the lead was "worn", however a subsequent x-ray revealed no obvious wear on the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.